Event description:
It was reported that the ilet displayed repeated alert code 38 for consecutive stalled motor during a rewind attempt, followed by unable to proceed alerts without additional notifications after the user removed prior supplies, restarted the device, and attempted a dry run. Symptoms included no reported injury or adverse physiological effects. Outcomes included interruption of insulin delivery and the user lacking an alternative insulin therapy until they could consult their healthcare provider. Investigation included guided troubleshooting and education, device restart, and verification of device information. Investigation of this case revealed motor stall behavior consistent with a malfunction during the rewind process. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical or functional failure during motor rewind. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.